Event description:
It was reported that a transfer set could not connect completely with the titanium adapter, leaving a gap between the two. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.